Event description:
It was reported that, during a pelvic uterus surgery using a capio slim, the device was deployed twice outside the patient and the carrier did not fully retract. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable code of carrier unable to retract. Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not reveal any damage/defect. During functional inspection, the carrier was able to move in and out of the cage, and the cage was able to catch the suture when the device was activated. Based on the information available and analysis results, the reported allegations of the carrier failure to retract could not be confirmed through product analysis. A conclusion code of no problem detected was assigned to this investigation since it was not possible to identify any evidence of either the alleged issue or any defect on the device.

Event description:
It was reported that, during a pelvic uterus surgery using a capio slim, the device was deployed twice outside the patient and the carrier did not fully retract. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable code of carrier unable to retract.